Event description:
The pt presented for routine follow-up. The pt received inappropriate therapy. Review of the egm showed noise and low lead impedance. The physician suspected a problem with the lead's proximal coil. As a result, the lead was explanted and replaced.